Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's connections and connector assemblies were evaluated and then reseated to restore proper continuity. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would intermittently shut down requiring a reboot to recover functionality. No patient serious injury or death was reported related to this event.